Event description:
Recall on shiley pediatric tracheotomy tube cuffless 3.0 ped lot 13j0172jzx and 3.5 ped lot 14f0628jzx. Dates of use: (B)(6) 2014 - (B)(6) 2015. Reason for use: tracheostomy, tracheostomy back up to bivona.